Event description:
MRI has experienced a few issues lately with the MRI injector kits we use: one kit the other day had one syringe instead of two. Today there was a kit that didn¿t have both spikes. Another kit today had the top of the syringe where the spike screws on, snap off.